Event description:
It was reported that telemetry monitor called healthcare professional and said the patient had vtach (ventricular tachycardia). Patient reported that when lv (left ventricular) lead was implanted his heart stopped and he was dead for 4.5 minutes and they had to crack open his chest. This event is related to this event is related to 2183787-2024-00002.

Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.